Event description:
It was reported during an unknown procedure the stapler would not open once the handle was released. Also, the stapler was difficult to close. The rep said the upper jaw mechanism is dislodged, therefore they probably attempted to remove it through the trocar with the jaws open. It was not stuck on tissue. The staff had no further info. There was no consequence to the pt.